Event description:
Additional information was received from the company representative (rep) reporting that the pump was returned as the provider did not want to mess with disconnecting the two during removal. No concerns for pump dysfunction. The pump and catheter were replaced and according to providers the patient was doing well.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 codes were also corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted:(B)(6) 2004 product type catheter product ID 8598 serial# (B)(6) implanted: (B)(6) 2006 product type catheter product ID 8709 serial# (B)(6) implanted: (B)(6) 2005 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-oct-2005, UDI#: (B)(4) ; product ID: 8598, serial/lot #: (B)(6), ubd: 26-sep-2007, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6), ubd: 28-jul-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that a dye study was performed, and the catheter did not aspirate. There was no specific patient factor associated with the event, imaging showed no signs of kinks or disconnection. Action/intervention: sending back to neurosurgeon to discuss explo ration/catheter revision. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient medical history and weight were asked but unknown. The patient was alive and no injury.

Manufacturer narrative:
H3. Pli 20: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli 30: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Pli40: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.